Event description:
Customer reported her blood glucose has been over 600 mg/dl. Manual injections bring it down. She has changed the set and it does not lower. The drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Low reservoir alert was noted. Customer did not have tubing clamp to perform high pressure test. Customer requested the device to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.